Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the error logs on the dimension vista 1500 instrument and found no issues. The ccc specialist ran service method testing (smt) tests on the instrument and some results recovered out of range. The ccc specialist determined that sample probe 3 and reagent probe 5 failed the mixer tests. A siemens customer service engineer was dispatched to the customer's site. The cse inspected the instrument and ran service methods and found no issues with reagent arm 5. The cse aligned sample probe 1 (s1), manually aligned sample probe 3 arm (s3) and ran bottom of cuvette (boc) probe auto alignment. The cse reran service methods tests. All alignments resulted within specifications and while the mix test method recovered within specifications, the omix values resulted out of range. The instrument is operational. The cause of the discordant, falsely low co2 results is unknown.

Event description:
Discordant, falsely low carbon dioxide (co2) duplicate results were obtained on patient samples on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The alternate instrument results were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.

Manufacturer narrative:
Additional information (17-jan-2018): a siemens customer service engineer returned to the customer's site and replaced sample mixer 3 (s3) and ran alignment. The cse ran o-mix and results were better than before. Based on further investigation, the cse determined that the arm potentially required a bottom of cuvette (boc) adjustment. The cse was not able to measure this since the lab did not have check flex. Additional information (07-feb-2018): the cse replaced the 3 way valve solenoid, the waste tubing and the printed circuit assembly (pca) transducer wash station because server 3 was affecting quality control (qc) additional information (08-feb-2018): the cse installed a new check flex and ran service methods on server 3 transfer arms. All results, with the exception of the s3 align test, recovered within range. In addition, the cse ran boc alignment, moved all methods back to server 3, calibrated instrument and ran qc. The instrument is performing according to specifications. No further evaluation of this device is required.